Event description:
During evaluation of a returned spectrum pump, the device had air in line messages in the event history log. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem of "air-in-line!" Was not reproduced. A review of the event history log (ehl) revealed occurrences of "air-in-line!" Messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be out of specification ultrasonic sensor readings. The upstream sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.